Event description:
Customer allegedly received the following results, with two different roche meters, within 2 minutes: 115 mg/dl (aviva) and 215 mg/dl (advantage) customer's husband administered insulin based upon the reading of 115 mg/dl on the aviva meter. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch report is for the aviva system. (B)(4).

Event description:
It was reported that the insulin pump alarmed motor error during rewind. Troubleshooting was performed. The device was rested and the battery was changed. Attempted to rewind the device, but the alarm reoccurred. Ran a displacement test and the insulin pump failed the tests. No further info was provided.